Event description:
Follow up.

Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing. A follow-up report will be provided once the investigation is completed.

Event description:
The spring coil was detached from the core guidewire and still remained inside the patient¿s body (bile duct). The patient was very sick and in bad condition now.